Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient does believe the wire was touching a nerve. It shouldn¿t be touching cause she gets pains in her leg. The patient shouldn¿t be getting. The patient states that shooting leg pain was anywhere from 2-3 times a day (24 hour period). The patient states it had started over a week now. The patient hasn¿t seen a doctor yet where she was and requesting listings. The patient stated she has to go on the call. Additional information was received from the patient and it was reported that the neurostimulator (ins) was putting pressure on her sciatic nerve causing pain for the last 3 months. The patient reported that she started to exercise to lose weight and that caused the wire to move which caused vaginal pain and now it was causing her to have leg pain. The patient reported that the therapy was currently turned off. The patient reported that the healthcare provider was intending on device removal. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.